Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. E1 - phone number provided - (B)(6).

Event description:
The event occurred on an unspecified date and involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp. The customer reported that the oncology nurses state that the connection between the tree and the IV set there are sometimes leaks at the insertion site of the infusion set. It was unknow if there was patient involvement; harm was not reported as a consequence of this event.